Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom shuts off without user input. Eval identified multiple occurrences of improper shutdown messages within the history log while the pump was on battery power. Eval was able to reproduce the improper shutdown messages only by removing the pump battery while the device was powered on. The device passes all testing related to the reported symptom. See scanned page.

Event description:
It ws reported that a spectrum pump shuts off without user input. Is was also reported that there was no pt injury.